Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It is not known if the device was explanted post-mortem. Based on follow-up information received, there was no allegation from the hcp that the death was device related. The patient was very ill, with end stage coronary artery disease and a dead heart, with only one working graph.

Event description:
It was reported the patient received 5 shocks, and the number of intervals to detect (nid) changed. The carelink report showed episodes with intermittent oversensing, and possible inappropriate therapy, due to oversensing. It was further reported the episodes showed no atrial egm activity, and ventricular safety pacing (vsp) operation was seen. Short intervals were noted, and electrogram deflections were observed to be wider than typical lead noise deflections. It was suspected that the atrial lead dropped into the ventricle, causing oversensing on the ventricular channel. A chest x-ray to confirm lead placement and isometric exercises, pocket manipulation, and threshold testing was recommended. The nurse later called back to report the patient was deceased, and the time of death was pronounced at 6:30.